Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the additional information was obtained: per physician, the stent thrombosis was due to the patient's non-compliance with medication.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(4) 2019, a 2.5x18mm xience sierra stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 2.75x18mm xience sierra stent was successfully implanted in the proximal lad. There were no procedure complications. On (B)(6) 2019, the patient presented with re-occurring chest pain for 3 days. Imaging was performed and thrombosis was observed at the proximal edge of the 2.5x18mm xience sierra mid lad stent. As treatment, another revascularization with thrombectomy/thrombolysis was performed. The event resolved. No additional information was provided regarding this issue.